Event description:
A user facility reported, an intraocular lens (iol) was removed and replaced during the same surgical procedure when a scratch was noticed following insertion. A nurse reported, the incision was enlarged to remove and replace the iol. The surgical procedure was lengthened due to the iol being removed and replaced. Additional information has been requested.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan to report the one touch ultra2 meter kit was missing test strips. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010 at 4:15 pm, the patient noted there were no test strips within the reported meter kit; she was unable to test her blood glucose level. The patient took no actions due to this meter issue. At 5:30 pm the patient experienced the symptoms of blurred vision and nervousness. The patient administered self-treatment by taking the oral diabetes medication januvia (sitagliptin) 50 mg. She did not seek any medical attention. During the troubleshooting telephone call, the customer care advocate determined there was no missing product, as the meter kits are no longer packaged with test strips. The meter, test strips and control solution were replaced. There was no missing product in the meter kit. The patient allegedly suffered symptoms suggesting severe hyperglycemia and received treatment with oral diabetes medication after she was unable to test her blood glucose level due to the missing test strip issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k#: k053529.